Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to contact support if the malfunction code reappeared. The customer understood and acknowledged these instructions.